Event description:
A problem was reported. Hcp reported catheter replacement due to an epidural catheter. No patient symptoms were reported. No patient outcome reported. System used to deliver baclofen(unknown). A report will be provided if additional information becomes available.

Manufacturer narrative:
(B)(4).